Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable and wall adapter. The customer reportedly believed the issue was the usb cable as the usb cable was unsuccessful at charging a different device. The customer's blood glucose level was 150 (mg/dl). Although confirmation was requested as to whether or not the replacement usb cable resolved the reported charging issue, it was unable to be confirmed.